Event description:
It was reported that a spectrum pump alarmed for an upstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of specification. Past repairs have shown that the ultrasonic sensor is a known contributor. The ultrasonic sensor was replaced.